Manufacturer narrative:
The insulin pump was received with b, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm was noted. It was noted that the time advanced properly. We were unable to perform the self- test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mentioned the insulin pump has a button error. The customer's blood glucose is 540 mg/dl. They are treating with insulin pens. The blood glucose went up to 433 mg/dl. Troubleshooting was performed. The customer did not recall any significant events leading to the button error. The insulin pump was returned for analysis.